Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple motor error alarms. Customer's mother did not state that the insulin pump stopped insulin delivery. Customer's mother was unsure about any damage to the battery cap. Customer's mother was unable to troubleshoot as the insulin pump was not with her. Customer's mother advised to stop the use of insulin pump as the motor error occurred frequently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.